Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal surgery, neurectomy, and inguinal hernia repair surgery on (B)(6) 2015 during which the surgeon noted the distal part of the spermatic cord was intimately involved with the anterior leaflet of the mesh prosthesis. This part of the mesh was removed. It was reported that the patient experienced severe pain, mesh infection, fistula, seroma, drainage,scarring,stress, and anxiety. No additional information was provided

Manufacturer narrative:
Date sent to the FDA: 7/3/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/29/2022.